Event description:
Event verbatim: patient got hurt during the application of the treatment (causing a lot of pain) [injection site pain]; device mechanism was very hard [device issue]; do not know if the dose was totally applied [incorrect dose administered by device]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "patient got hurt during the application of the treatment (causing a lot of pain) (injection site pain)" beginning on (B)(6) 2022, "device mechanism was very hard (device issue)" beginning on (B)(6) 2022, "do not know if the dose was totally applied (partial dose delivery by device)" beginning on (B)(6) 2022, and concerned a (B)(6) male patient who was treated with norditropin nordiflex (somatropin) (dose, frequency & route used-1.05 mg, qd, unknown) from (B)(6) 2021 and ongoing for "growth hormone deficiency", novofine (needle) from unknown start date for "device therapy". Patient's height: 141 cm. Patient's weight: (B)(6). Patient's bmi: 14.58679140. Dosage regimens: norditropin nordiflex: (B)(6) 2021 to not reported (dosage regimen ongoing); novofine: current condition: growth hormone deficiency. On (B)(6) 2022, the device mechanism was very hard and since needle moved inside the patient´s body it hurt him a lot. The relative applied the dose to the patient and hurt him, the patient had a lot of pain and they do not know if the dose was totally applied (1.05mg). The mother of the patient performs the application on the arm and the patient´s father in the gluteus, yesterday (tuesday on an unspecified date in (B)(6) 2022) the father of the patient performed the application but the mechanism was very hard again and the patient had to be injected twice, and they think that it was just performed two applications of 0.0.75mg for a total dose of 0.15mg but they were not quite sure. The patient´s father noticed that the device was very hard and that the patient was injected twice decided to not apply again. Batch numbers: norditropin nordiflex: lc74817; novofine: not reported. Action taken to norditropin nordiflex was reported as no change. Action taken to novofine was reported as not reported. The outcome for the event "patient got hurt during the application of the treatment (causing a lot of pain) (injection site pain)" was recovering/resolving. The outcome for the event "device mechanism was very hard (device issue)" was not reported. The outcome for the event "do not know if the dose was totally applied (partial dose delivery by device)" was not reported. Norditropin nordiflex is a prefilled device. Current location of device: device not yet returned. Period of use: unknown however use of norditropin nordiflex is ongoing.

Event description:
Case description: norditropin nordiflex is a prefilled device current location of device: device returned for investigation results: name: norditropin nordiflex 15mg/1.5ml, batch number: lc74817 a visual examination of the returned product was performed. The dose accuracy was measured by weighing. The results were found to comply with specifications. The force required to depress the push-button was measured. The results were found to comply with specifications. During examination of the product, no irregularities were detected. One sample was received. Macroscopic and microscopic examinations were performed. The sample was clear with white and clear precipitations. Approximately 0.8ml solution was left in the cartridge. Penetration marks were observed in the rubber membrane. The sample has been compared to cartridges in dep. 2005 which have been deliberately exposed to heat and frost; the sample has also been compared to cartridges in dep. 2005 where the particles have been identified as inherent particles. The sample contains inherent particles. Regarding the complaint of the 'mechanism being hard to depress'. Investigations on that subject was performed by dmd prefilled man dev. The returned product was examined macroscopically and microscopically. White/clear particles in various shapes were observed to be floating in the solution. The particles are silicone-protein particles. Silicone oil is used for ensuring appropriate friction between the cartridges and plungers. As the particles are product related, their presence in the product is not associated with any medical consequences. The fault was concluded to be a filling related error at novo nordisk. Suspect : novofine, batch number : unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following -investigation results updated for suspect norditropin nordiflex -annex b,c,d,g codes for norditropin nordiflex updated respectively for norditropin nordiflex -malfunction field was updated from no to yes for suspect norditropin nordiflex -narrative updated with relevant information in order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples final manufacturer's comment: 14-jul-2022: the suspected device novofine needle has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of norditropin nordiflex. It is not uncommon for patients receiving norditropin nordiflex subcutaneous injections to report pain and inflammation at the injection site. 14-jul-2022: the suspected device norditropin nodiflex has been returned to novo nordisk for evaluation. Upon investigation, no irregularities were detected. On microscopic examination, white particles related to silicon - protein was found. Because of the small size, it will be unlikely that the particles will block the needle. The particles are product related and soluble and are not associated with any medical consequences for the patient. The fault is concluded to be a filling related error at novo nordisk. Note: excessive shaking and incorrect handling (e.g., generating air during use, storage at incorrect temperatures) may also lead to formation of silicone-protein particles.

Event description:
Case description: this serious spontaneous case from mexico was reported by a consumer as "patient got hurt during the application of the treatment (causing a lot of pain) (injection site pain)" beginning on (B)(6) 2022, "device mechanism was very hard (device issue)" beginning on (B)(6)2022, "do not know if the dose was totally applied (partial dose delivery by device)" beginning on (B)(6) 2022, and concerned a 13 years old male patient who was treated with norditropin nordiflex (somatropin) from on (B)(6) 2021 and ongoing for "growth hormone deficiency", novofine (needle) from unknown start date for " growth hormone deficiency". Batch numbers: novofine: unavailable. Investigation results: name: norditropin nordiflex 15mg/1.5ml, batch number: lc74817. The product was not returned for examination. Suspect: novofine, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following investigation results updated for suspect norditropin nordiflex and novofine. Annex b, c, d, g codes updated respectively for norditropin nordiflex and novofine narrative updated with relevant information. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples. Final manufacturer's comment: 06-apr-2022: the suspected device (norditropin nordiflex) and novofine needle has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of norditropin nordiflex. It is not uncommon for patients receiving norditropin nordiflex subcutaneous injections to report pain and inflammation at the injection site. H3 continued: evaluation summary: suspect: novofine, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.